Event description:
The initial procedure was right hemicolectomy /ileotransverstomy. The procedure began as a laparoscopic procedure and was converted to an open procedure. The patient presented a fever on (B)(6) of surgery and began to bleed at the incision. The patient presented vascularity and malnutrition. The surgeon was concerned and decided to check only to find out the bleeding did not come from the anastomosis. Patient has a reintervention but has frozen abdomen and surgeon is unable to inspect anastomosis. Surgeon cannot confirm visual inspection of staple line, therefore, he cannot confirm a leak at the anastomosis. The patient died on (B)(6) 2012. An autopsy report and cause of death has been requested but no response to date.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.